Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the scs was non-functional. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the scs was non-functional. The patient will undergo a revision procedure.